Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 700 mg/dl. Customer reported that he had a seizure and the insulin pump esc button was hard to press. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a keypad anomaly and the esc button was hard to press. Unable to confirm if the time was advancing due to insulin pump was turned off. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.